Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced the front case assembly due to unresponsive keys. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the keypad. A review of the device history record showed the device had a manufacture date of 19/mar/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has keypad problems. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The affected device has been received and an evaluation is pending.

Event description:
It was reported that the device has keypad problems. No additional information was provided. There was no patient involvement.